Manufacturer narrative:
No medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Medical records review: the vena cava filter was indicated for a recent gi bleed that required surgery, a pulmonary embolism and a contraindication to anticoagulation. The right femoral vein was accessed using a micropuncture approach and an ileal cavogram demonstrated no evidence of clot and identified the origin of the renal veins. The filter was positioned and deployed just below the renal veins. After deployment, a venacavogram demonstrated that the filter was significantly tilted. An attempt to straighten the filter was unsuccessful; therefore, the decision was made to leave the filter in place. Hemostasis was achieved with manual compression. The patient tolerated the procedure well and was taken to the recovery area in stable condition. Approximately one week post filter deployment, a venacavogram demonstrated that the filter was significantly tilted. Despite multiple attempts using multiple wires and catheters to retrieve the filter via jugular and femoral access, the filter was unable to be retrieved. The procedure was concluded and hemostasis was achieved with manual compression. The patient tolerated the procedure well and was taken to the recovery area in stable condition. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. No alleged deficiency with the device was reported. No other information regarding this event was provided. The patient status at this time is unknown. New information received: medical records were received and reviewed. During a vena cava filter deployment procedure for a pulmonary embolism and a contraindication to anticoagulation, the filter was deployed and a completion venacavogram demonstrated that the filter was significantly tilted. An attempt to straighten the filter was unsuccessful; therefore, the decision was made to leave the filter in place. The patient was hemodynamically stable at the conclusion of the procedure. Approximately one week post filter deployment, a filter retrieval procedure was performed. Despite multiple attempts with multiple devices via jugular and femoral access the filter was unable to be retrieved. The patient was hemodynamically stable at the conclusion of the procedure. No additional information was provided in medical records received.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the vena cava filter was indicated for a recent gi bleed that required surgery, a pulmonary embolism and a contraindication to anticoagulation. The right femoral vein was accessed using a micropuncture approach and an ileal cavogram demonstrated no evidence of clot and identified the origin of the renal veins. The filter was positioned and deployed just below the renal veins. After deployment, a venacavogram demonstrated that the filter was significantly tilted. An attempt to straighten the filter was unsuccessful; therefore, the decision was made to leave the filter in place. Hemostasis was achieved with manual compression. The patient tolerated the procedure well and was taken to the recovery area in stable condition. Approximately one week post filter deployment, a venacavogram demonstrated that the filter was significantly tilted. Despite multiple attempts using multiple wires and catheters to retrieve the filter via jugular and femoral access, the filter was unable to be retrieved. The procedure was concluded and hemostasis was achieved with manual compression. The patient tolerated the procedure well and was taken to the recovery area in stable condition. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the medical records allege a filter was implanted successfully just below the renal veins for a pulmonary embolism and a contraindication to anticoagulation. Post deployment procedure, the filter was found to be tilted during a completion venacavogram. Approximately one week later, it was reported that multiple devices were used, via femoral and jugular access, in an attempt to remove the filter. The filter allegedly could not be removed and the procedure was completed with patient in stable condition. Based on the medical record review, filter tilt and an unsuccessful retrieval attempt can be confirmed. Per the reported event details, the filter was tilted. A tilted filter could lead to retrieval difficulties. However, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: movement, migration or tilt of the filter are known complications of vena cava filters; filter tilt; filter malposition. Note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. No alleged deficiency with the device was reported. No other information regarding this event was provided. The patient status at this time is unknown. New information received: medical records were received and reviewed. During a vena cava filter deployment procedure for a pulmonary embolism and a contraindication to anticoagulation, the filter was deployed and a completion venacavogram demonstrated that the filter was significantly tilted. An attempt to straighten the filter was unsuccessful; therefore, the decision was made to leave the filter in place. The patient was hemodynamically stable at the conclusion of the procedure. Approximately one week post filter deployment, a filter retrieval procedure was performed. Despite multiple attempts with multiple devices via jugular and femoral access the filter was unable to be retrieved. The patient was hemodynamically stable at the conclusion of the procedure. No additional information was provided in medical records received.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Bard denali filter was deployed for a patient with deep vein thrombosis. The filter was positioned and deployed just below the renal veins. After deployment, a venacavogram demonstrated that the filter was significantly tilted. An attempt to straighten the filter was unsuccessful; therefore, the decision was made to leave the filter in place. Hemostasis was achieved with manual compression. The patient tolerated the procedure well and was taken to the recovery area in stable condition. Approximately, one week of post-deployment, a venacavogram demonstrated that the filter was significantly tilted. Despite multiple attempts using multiple wires and catheters to retrieve the filter via jugular and femoral access, the filter was unable to be retrieved. The procedure was concluded and hemostasis was achieved with manual compression. The patient tolerated the procedure well and was taken to the recovery area in stable condition. Therefore, the investigation is confirmed for filter tilt, and retrieval difficulties. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. The current instructions for use states: warnings: movement, migration or tilt of the filter are known complications of vena cava filters. Note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. Potential complications: movement, migration or tilt of the filter are known complications of vena cava filters. Filter tilt. Filter malposition. H10: b7,d4(expiry date: 11/2016),g3. H11: b3,g1,h6(method, conclusion). H11:section a through f the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted . The device has not been removed after an attempted but unsuccessful percutaneous removal procedure. The current status of the patient is unknown.